Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 six infusion set cannula was bent /tubbing and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).